Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the communicator light was turning on automatically. Patient stated that they were not accessing the mystim app but the communicator light was blinking on its own. Agent had patient reset the communicator and walked patient through accessing mystim app. Patient was able to see the therapy screen. Patient then mentioned that the lights from the communicator blinks yellow but they had charged the communicator last night. Agent had patient checked the battery screen and patient confirmed the ins at 50% and the communicator at 95%. Patient then added the lights from the communicator shuts off even though it was connected to mystim app at the moment. The issue was not resolved. Agent sent a request to repair to replace the communicator. Agent called patient back to clarify the hcp's name but was not able to connect with the patient. Patient asked if the therapy was able to completely eliminate neuropathy pain because it's not doing it, but the patient also confirmed it reduces a lot of the pain but not completely. Agent redirected the patient to hcp for further assistance. Patient (pt) called back stating they received replacement communicator from this case and it 'will not connect'. Pt stated they scanned the qr code and the phone does show the new serial number. Pt stated they had to have the communicator replaced because the bluetooth light would not come on. Pt stated they have placed the communicator over the implantable neurostimulator (ins) 10 times and it does not work. Pt then entered the mystim app and saw therapy on. Pt made a comment that they can 'start feeling' the pain in the right foot so, they knew it was 'not linked up'. Pt let the communicator go to sleep and closed all apps - pt tried to connect in the my stim app again and pt saw communicator not found. Agent had pt restart the handset. Pt confirmed bluetooth and location were on. Pt tapped on my stim app, pt had to enter the communicator serial number manually, and pt entered without issue. Agent reviewed best practices for external devices. The troubleshooting steps taken on the call resolved the reported issue. At the end of the call, pt mentioned that they are set up for 2 groups, a and b - pt stated that they have a day time and a reclining at night time. Pt stated they leave it on group b day and night. Pt stated they have neuropathy foot pain terrible. They have shock in their foot but, nothing like they used to. Pt stated they now feel a difference in their feet. Pt was redirected to hcp for further questions/concerns about their programming settings.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back reporting last night patient felt pain in left toe and the pain continued into the morning. All of a sudden pain went away. Patient confirmed stim was on. Patient was wondering if there was something with their external devices. Reviewed. Patient said they gave patient groups b and c with the same program to focus on the same spots in their body, especially foot. Patient can use one group for day time and one for reclining at night. Reclining needs a lot less stim otherwise it feels from hips down. For some reason the pain in left toe last night and this morning happened. It hurt bad. Like it was turned off. Patient changed to group c. Patient turned it down and it took a while but it disappeared.

Event description:
Additional information has been received stating that after receiving the ne communicator it has been more faster and the issue has been resolved.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.